Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. In addition, it was reported that the display was unreadable. Customer¿s blood glucose was 118 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.